Event description:
It was reported that, cs100 intra-aortic balloon pump, chinese, 220v intra-aortic balloon pump (iabp), the ECG signal was unstable during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.